Event description:
The customer reported that the system was shutting off. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested, found to be working as intended and returned to service.